Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic for (magnetic resonance imaging) MRI. It was noted that there were changes in polarity due to noise on the atrial lead causing mode switches. The impedance was out of range in the unipolar and bipolar modes. Undersensing was also noted in unipolar mode. Programming changes were made to sensing bipolar and pacing unipolar. The patient was referred to an electrophysiologist for further follow up. The patient was stable following the appointment in clinic. Further information has been requested but has not been received.

Event description:
New information received notes no intervention or surgery was planned as the patient was noted to have cancer and was undergoing treatment. The patient's lead remained programmed unipolar and there were no patient consequences as a result of the lead issue. The plan was to monitor the lead as the patient underwent treatment for his cancer which was the priority.